Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance on the left ventricular (lv) lead. It was noted the lv lead impedance trends showed a gradual increase then a more acute increase. The lv lead threshold trends also showed an increase. No intervention was performed and the lead will be monitored. The lead remains in use. No patient complications have been reported as a result of this event.